Event description:
The hospital reported that at the end of an endoscopic vein harvesting procedure, they noticed that the silicon covering around the balloon on the vasoview 6 evh system short port looked like it exploded. There were no patient effects. The product is returning.

Manufacturer narrative:
Method: the device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is received and the investigation is completed. (B)(4).